Event description:
It was reported the reamer head, broke off inside the canal during reaming for tibial nailing procedure. The reamer head broke off inside canal which was noticed through x-ray. Few reamer head fragments were left inside patient. Reamer head and shaft were stuck among each other. Surgery was successfully completed with a back-up reamer head and shaft without any surgical delay. Patient/status outcome was fine. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: march 19, 2009 - no non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: the complaint condition for the 8.5mm medullary reamer head (352.085 lot number 21677) and the 5.0mm flexible shaft (352.040 lot number 2427671) was likely caused by over six years of use; however, this complaint is not a result of any design related deficiency. The 352.085 medullary reamer head and 352.040 5.0mm flexible shaft are instruments routinely used in the flexible reamers for intramedullary nails system. The 352.085 reamer head was returned and reported to have broken inside the canal. This condition is confirmed; the distal end of the reamer head has broken off along a jagged edge near where the reamer head meets the distal end of the flexible shaft. It is likely that over six years of use and sterile processing cycles has led to this complaint condition. The device was manufactured in march 2009 and is over six years old. The balance of the device is in worn condition. The associated drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned devices does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. It is likely that the over six years of consistent use and sterilization cycles has led to this complaint condition for both devices. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.